Event description:
The machine is fairly new. There was a seat adjustment restraint mechanism that was touched & the seat dropped approx 1 ft. User feels that this is a design problem. User called MFR & they replaced device with a new one on 9/1/95.